Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 120 mg/dl. The customer stated that the casing and o-ring is missing and unsure of how damaged occurred. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, missing o-ring and missing end cap sticker.